Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ordered medications were not loaded report was lagging and still shows medications that were loaded to the system. A technical support specialist (tss) noted same underlying database problem resolved by performing a mass 'dummy' update of device settings in the overlapping case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server ordered medications were not loaded report was lagging and still shows medications that were loaded to the system. The customer reported that the issue occurred while dispensing medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.